Manufacturer narrative:
Additional information: the device was not moved or repositioned while inflated. Resistance was noted during removal of the device. Excessive force was not used. After the stent was opened in the femoral artery, the balloon was removed. Removal difficulties were experienced as the stent could not be removed. The same inflation device was successfully used with other devices. Intervention was required to remove the device from the patient. The patient is good. No further patient complications have been reported as a result of this event. Corrections: b1, b2, annex f code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug-eluting stent, the balloon within the stent failed to fully inflate in the right coronary artery (rca). The target lesion was located in the proximal and mid segments of the rca, exhibiting moderate tortuosity, mild calcification, and 95% stenosis. The device was inspected prior to use with no issues noted; however, negative preparation was not performed. The lesion was pre-dilated, resistance was not encountered during advancement, andno excessive force was applied during delivery. Upon reaching the lesion site, the stent balloon was inflated under negative pressure. Inflation was gradually increased to 9 atm, but the balloon failed to respond and only partially expanded. A balloon burst occurred during the first inflation. An attempt was made to withdraw the stent, but it could not be retrieved at the femoral artery despite multiple troubleshooting attempts. As a result, the stent was unintentionally deployed in situ at the femoral artery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: an mp4 film of fluoroscopic images provided confirm the target lesion in the proximal to mid rca. The lesion was pre-dilated followed by the delivery and attempted deployment of a long stent. The stent did not expand. The stent was withdrawn from the vessel and can be confirmed to have been withdrawn to the femoral artery. Initially the proximal and distal ends of the stent appeared partially expanded. The cause of the alleged balloon burst cannot be determined from the procedural images. Additional information: the stent did not dislodge. The delivery system was removed without difficulties. Annex d codes. Correction: h1 type of reportable event annex a code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.